Event description:
On (B)(6) 2011, covidien was informed of a customer who had an issue with heparin prefilled syringe. The attorney alleges that, on an unk date, the pt was administered heparin, alleged to be contaminated, in the form of a heparin flush prefilled syringe to flush his PICC line. The attorney alleges that the pt suffered serious and lasting injury.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.